Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a teflon inset, with a reported glucose of 378 mg/dl, and the caregiver was advised to perform a full supply change to address suspected insulin delivery or absorption issues; troubleshooting and education were completed, and glucose questionnaires were obtained with a plan to monitor for a downward trend. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and continued monitoring. Investigation included remote troubleshooting and guided infusion set and supply replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear after supply change and education, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.